Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/15/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) female patient underwent an idiopathic right ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional catheter. During the procedure, phase unknown, a pericardial effusion was detected via x-ray and confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17657269m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1.carto 3 system, serial #: (B)(4). 2.cool flow pump,u.s. Ship kit, serial #: (B)(4). 3.stockert 70 system, serial #:(B)(4). 4.non biosense webster inc. - webster 4 pole - resterilized, model #: d-1079-237-s, lot #:2265273. 5.acunav catheter , catalog #:10135910, lot: g2055106. 6.long sheath agilis medium curl, catalog #:408310, lot:5936952. Manufacturer's ref. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic right ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, phase unknown, a pericardial effusion was detected via x-ray and confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the injury was believed to have occurred prior to mapping and during sheath exchange. No transseptal puncture was performed. Sheath was a st. Jude medical agilis medium curl. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding shaft proximity interference value or catheter proximity. Thermocool smarttouch bidirectional catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.